Event description:
When the suture is getting used, the needle popping off. No patient harm reported. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4) additional information: h6 component code: g07002 - device not returned additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "the needles are popping off", what is the total number of products with popped off needles? - please provide the lot number: no product available for return. Note: events reported on mw# 2210968-2024-02722. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.